Manufacturer narrative:
The product has been disposed at the facility and it is not available for eval. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
Report received from a facility in (B)(6) stated that during a cataract procedure the tubing became clogged causing the irrigation to stop. No impact or consequences to the pt were reported.